Event description:
Affiliate reported that the valve was no longer adjustable. On an x-ray imagine it was visible that the rotor was dislodged. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the stator was dislodged. As a result, the cam position/pressure could not be determined. Upon further investigation, no other damages were noted. The root cause for the dislodgement could not be confirmed. Enhancements were introduced to the stator stamping tool to minimize this type of dislodgement. However, this device was manufactured prior to the enhancements. A review of the device history records confirmed that this device conformed to the required specifications prior distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.